Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable low result for both bilt3 bilirubin total gen.3 and gluc3 glucose hk gen.3 for 1 patient tested on a cobas 8000 c 502 module. From the data provided, the gluc3 data was a reportable malfunction. The sample was aliquoted by a modular pre-analytical system. The initial gluc3 result was 0.1 mmol/l. Gluc3 testing was repeated twice with results of 0.1 mmol/l and 6.4 mmol/l. The initial gluc3 result was released outside of the laboratory to the doctor. The gluc3 result of 6.4 mmol/l was deemed to be correct. There was no allegation of an adverse event. The gluc3 reagent lot was 342969 with an expiration date of sep-2019. Calibration and qc data do not show an indication for the observed issue. The sample quality could be excluded based on the analyzer alarm trace provided. The investigation did not identify a product problem. The cause of the event could not be determined. The customer has had no additional issues.